Manufacturer narrative:
This report was sent in error, the event titled high flow insufflation unit¿s tube had torn phenomenon and has air leakage, and the connecting tip was damaged. Occurred with the high flow insufflation unit (uhi-4). An investigation was issued for the rigid video laparoscope (wa50052a) as the product used in conjunction with the high flow insufflation unit during that event. Since the rigid video laparoscope does not have an air supply function, this event is not related to the rigid video laparoscope and was not caused by the rigid video laparoscope.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had an air leakage and exhibited damage in the connecting tip. The issue was found during an unspecified procedure. There were no reports of patient harm.